Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis found that the heart lead flex was torn.

Event description:
The external pulse generator was returned for annual service, testing and calibration and subsequently tested out of specification during manufacturer's analysis.